Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over six (6) year since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the error e433. The motherboard was named as defective component. High voltage peaks may occur at the output transformer of the generator board, which may destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board, which are supposed to prevent these voltage peaks. The e433 error message can therefore only be triggered during startup of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that the electrosurgical generator displayed error e433. This occurred during reprocessing. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.